Manufacturer narrative:
H6: code c19-a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. H6: code c20-the device remains implanted and, therefore, was not available for direct analysis by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2016, the patient underwent an endovascular procedure to treat an aneurysm, utilizing gore® excluder® aaa endoprosthesis (trunk ipsilateral leg component). Allegedly the patient was not in active surveillance with the office since 2020. It was reported on an unknown date, device migration and aneurysm growth was observed proximally, involving the rlt351414 device. The amount of migration and growth is unknown. On (B)(6) 2026, the patient underwent a reintervention procedure to treat the migration and aneurysm growth utilizing excluder® thoracoabdominal branch endoprosthesis (tambe). Allegedly an infection on the patient's aorta was discovered during this procedure. The infection was reported to be too unrelated to any gore devices. The entire aorta was believed to be infected. The infection is also within the treatment zone. The patient will be on lifelong antibiotics for this infection.